Event description:
After hip replacement, pt has experienced ambulation difficulties, pain, swelling, sleep disturbances and 2 strokes. Pt had revision surgery (B)(6) 2010 to metal ball with plastic liner. Pt is considering third revision surgery due to persistent problems.